Event description:
After securing the unit with suture, product inspection found a hole in the device material exposing part of the inner wire component. Insufficient device material was seen covering the wire; the defect was noted close to the proximal connector and in the wire wound body of the cannula. The device was replaced before the surgery could proceed with no reported consequence to the patient.